Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 180 mg/dl. The customer stated that there insulin coming out but the device still alarmed with a no delivery alert. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and cracked reservoir tube window.